Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family or friend called in to report insulin squirting out of insulin pump during manual priming process and device is alarming. Blood glucose level was 186 mg/dl at time of reporting. Customer stated drive support cap had previously been protruding and had been pressed back in. Advised customer to discontinue use and revert to healthcare providers instructions. Nothing further reported.